Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history before issue resolved prior to contact with support. There was no reported impact to the customer¿s blood glucose level. Customer changed charging cable and wall adapter, using non-tandem charging supplies to restore charging, and technical support advised against continued use of third-party supplies for routine charging and arranged replacement charging components, after which no further assistance was required.